Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection on the unit noted black particulate matter, approximately 0.07 square mm in size, embedded in the material of the stressmember. The material was not in the fluid path. There was not particulate matter on the filter. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a black mark on the filter. The device was compounded with fluorouracil. There was no patient involvement. No additional information is available.